Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, black particles, white biological tissue and underweight. A visual and microscopic analysis were performed which identified a sharp broken on posterior due to an unidentified tear opening and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device was explanted.